Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.

Event description:
Doctor reported to a lensar rep that he had an anterior radial tear from the capsulotomy.